Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 30 mg/dl. Troubleshooting found that the customer's pump settings had been recently adjusted and that the low occurred 1 week ago. Troubleshooting provided assistance to customer with serter and insertion site and technique. No further assistance was needed.